Manufacturer narrative:
(B)(4). Eval summary: results and conclusion summation - product performance engineering reviewed the incident info; however, a thorough analysis could not be performed because the product was not returned for eval. Reportedly, not pre-dilatation was performed. It should be noted that the xience v instructions for use (IFU) states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Return of the xience v stent delivery system (sds) used during the procedure may have aided in the eval and determination of cause for the reported stent dislodgement. Potential causes for stent dislodgement, may include, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction with accessory devices, previously implanted stents and/or lesion/anatomy. All sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. Reportedly, the vessel was heavily tortuous and the lesion was moderately calcified, which may have contributed to the reported stent dislodgement; however, this cannot be confirmed. It appears that the reported nonresorbable material unretrieved in the body is a result of the stent dislodgement which resulted in the dislodged stent being implanted in an unintended location. As a result, a dissection occurred. Dissection, as listed in the xience v IFU is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilatation, placement of add'l stents, or other). In this case, it is possible that the dislodged stent being implanted in an unintended location may have contributed to the reported dissection. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint. Additionally, a query of the complaint handling database was performed and there has been no other incidents reported for stent dislodgement, dissection, nonresorbable materials unretrieved in the body or no pre-dilatation performed for this lot. There is no indication of a product quality deficiency. In this case, although a conclusive cause for the reported stent dislodgement cannot be determined, the reported nonresorbable material unretrieved in the body and dissection appear to be related to the operational context of the procedure.

Event description:
Reporting status: serious injury - medical intervention; permanent damage. Reporting rationale: stent dislodged and remains in pt in an unintended site/dissection requiring medical intervention. Device issue: stent dislodgement. It was reported via a trial that during direct stenting of the proximal left anterior descending (lad) with a 3.0 x 08 mm xience v stent, the stent dislodged while attempting to pass the sds through the high grade lesion. The stent was deployed with balloon dilation at an unintended location. Additionally, there was a dissection noted within the proximal lad at the site of significant tortuosity. The dissection along with the target lesion was treated via implantation of four xience v stents. The final angiographic results were excellent. The event resolved on (B)(6) 2010 and the pt was discharged on (B)(6) 2010. There is no add'l event or pt info available.